Event description:
On 8/8/06, a clinical incident was reported to arthrocare corp. Following a shoulder debridement, it was reported the pt sustained two burns to her left shoulder near the cannula through which the device resided. The first burn measured approx 2" x 2" in size and the second burn measured approx 9" x 1/4" in size. The burns were treated by debridement and silvadene. The pt is reported to be doing well.

Manufacturer narrative:
It is unk if the device was reprocessed. The device was not returned for investigation. The lot history documentation was reviewed for this lot. The device history record review indicates all specifications were met. No conclusion can be drawn.